Manufacturer narrative:
(B)(4) the actual sample was visually inspected upon receipt. Dried blood was noted within the ops valve that could not be removed during decontamination of the sample. Review of the device history record revealed no anomalies. The sample was then leak tested by pressurizing it to 3.5psi. No leaks were observed. All other functional parameters were tested on the returned sample finding that both pressure relief umbrellas and duckbill flow were operating as intended. All ops valves endure a 100% in-process leak test. A definitive root cause could not be determined, and the complaint was not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo references evaluation conclusion code 11.(B)(4)

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass the ops valve leaked blood. A 1cc blood loss. Product was not changed out. Surgery was completed successfully without delay.